Manufacturer narrative:
Country of origin (B)(6). Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on this investigation, the part left biomet in conforming condition and it appears that the cause of the fractured tip is the excessive force that may be applied during use. DHR was reviewed and no discrepancies were found. Per the associated product's package insert: ¿intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement.¿ DHR was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tips of two vanguard posterior stabilized box reamers fractured during a procedure. There was no delay reported. There is no report that patient retained a foreign body. It is unknown if pieces had to be retrieved from the patient. It is unknown how many times the reamers had been used. No adverse events have been reported as a result of the malfunction.